Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) filter that is tilted at both ends; it is embedded within the ivc wall and all struts perforate the ivc including one (1) anterior strut that perforates the ivc wall 5mm and resides within the soft tissues; one (1) medial strut perforates the ivc wall 5mm and contacts the right iliac artery; two (2) posterior struts perforate the ivc wall from 6mm and contact the l4 verbal body, and two (2) lateral struts that perforate the ivc wall both 5mm and reside within the soft tissues. The patient subsequently reported becoming aware of the event approximately two years and nine months post implant. The patient also reported experiencing anxiety related to the filter. Approximately two years and two months post implant a computerized tomography (CT) scan of the abdomen was performed to evaluate the filter. The coronal and sagittal reformatted images were submitted for review three years and six months later. Review of the images reported an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The superior end of the ivc filter is at the mid l3 vertebral body. The ivc filter is tilted medially at the superior end, and it does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end, and it is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two other scans completed eleven months earlier were used for comparison, yielding similar results. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Approximately two years and two months after the filter was implanted the patient underwent a computerized tomography (CT) scan indicated for ivc filter evaluation. The coronal and sagittal reformatted images were submitted for review three years and six months later. Review of the images reported an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The superior end of the cordis trapease ivc filter is at the mid l3 vertebral body. The ivc filter is tilted medially at the superior end, and it does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end, and it is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two other scans completed eleven months earlier were used for comparison, yielding similar results. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting and embedment of the filter, becoming aware of these events approximately two years and nine months after the filter implantation and further experienced anxiety related to the filter.

Event description:
Per the implant records, the patient was reported to have a preoperative diagnosis of morbid obesity. The patient was prepped and draped in the usual sterile fashion. Under local anesthesia, a needle was placed in the right common femoral artery, followed by a guidewire into the common femoral vein and into the inferior vena cava (ivc). A sheath was then placed, and an inferior venacavogram was performed localizing the lowest renal vein. Ivc filter placement was then carried out in the usual fashion, placing the filter through the sheath, and then unsheathing the filter in proper position with good results. The patient tolerated procedure well without difficulty. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting and embedment of the filter, becoming aware of these events approximately five years and eight months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) filter that is tilted at both ends; it is embedded within the ivc wall and all struts perforate the ivc including one (1) anterior strut that perforates the ivc wall 5mm and resides within the soft tissues; one (1) medial strut perforates the ivc wall 5mm and contacts the right iliac artery; two (2) posterior struts perforate the ivc wall from 6mm and contact the l4 verbal body, and two (2) lateral struts that perforate the ivc wall both 5mm and reside within the soft tissues. The patient subsequently reported becoming aware of the event approximately two years and nine months post implant. The patient also reported experiencing anxiety related to the filter. According to the implant record the preoperative diagnosis was morbid obesity. The filter was placed via access in the right common femoral vein and after localizing the lowest renal vein, the filter placement was then carried out in the usual fashion, placing the filter through the sheath, and then unsheathing the filter in proper position with good results. The patient tolerated procedure well without difficulty. Approximately two years and two months post implant a computerized tomography (CT) scan of the abdomen was performed to evaluate the filter. The coronal and sagittal reformatted images were submitted for review three years and six months later. Review of the images reported an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The ivc filter is tilted, and it is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two other scans completed eleven months earlier were used for comparison, yielding similar results. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. D6a: implant date.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) filter that is tilted at both ends; it is embedded within the ivc wall and all struts perforate the ivc including one (1) anterior strut that perforates the ivc wall 5mm and resides within the soft tissues; one (1) medial strut perforates the ivc wall 5mm and contacts the right iliac artery; two (2) posterior struts perforate the ivc wall from 6mm and contact the l4 verbal body, and two (2) lateral struts that perforate the ivc wall both 5mm and reside within the soft tissues. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from the inferior vena cava (ivc) filter that is tilted at both ends; it is embedded within the ivc wall and all struts perforate the ivc including one (1) anterior strut that perforates the ivc wall 5mm and resides within the soft tissues; one (1) medial strut perforates the ivc wall 5mm and contacts the right iliac artery; two (2) posterior struts perforate the ivc wall from 6mm and contact the l4 verbal body, and two (2) lateral struts that perforate the ivc wall both 5mm and reside within the soft tissues. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.